Event description:
This is a solicited case report posted online by a female consumer of unspecified age in united states on (B)(4) 2015 who was involved in a active online listening, study number: (B)(4). Study description: essure® generic active online listening. Consumer stated she was submitted to a hysterectomy to have essure removed. Follow-up information received on (B)(4) 2015. No new clinical information provided. Follow-up information received on (B)(4) 2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, solicited case report refers to a female consumer who was submitted to a hysterectomy to have essure (fallopian tube occlusion insert) removed. This event was considered serious due to medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, although the exact reason for hysterectomy was not specified, since consumer related this surgery to essure, causality with the suspect insert cannot be excluded and due to the reported surgical intervention, this case was regarded as incident. No follow-up will be pursued (social media case). The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs